Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During an ablation procedure, a farawave 2.0 catheter was selected for use. The transeptal puncture and pulsed field ablation (pfa) procedure were completed successfully and in accordance with the instructions for use (IFU). Upon concluding the procedure, a routine cardiac echocardiogram revealed a small pericardial effusion near the right ventricle (rv), which was not observed earlier. The exact cause of the effusion remains undetermined, with potential contributors including the transeptal puncture or the introduction of the coronary sinus (cs) catheter. A follow-up evaluation is planned prior to patient discharge to monitor the effusion. It was further reported that no intervention was performed when pe was noted. The patient was discharged on the same day as the pfa case, as no effusion was visible on discharge. The device was disposed.